Event description:
A surgeon reports performing a lens exchange due to the pt complaining of a dark shadow following initial implant surgery. Symptom resolved following the lens exchange.

Event description:
Additional information was provided during follow-up. Following the lens exchange, the patient had a pneumatic retinopexy for retinal detachment (10/2005). The surgeon feels the patient's prognosis is good.